Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient was in post-operative care high rate pacing was seen. Once the rate response was turned off the high rate pacing discontinued. Later the rate response was programmed back on with no further episodes of high rate pacing. No adverse patient effects were reported and the device remains in service.